Manufacturer narrative:
This report is submitted on december 21, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea; as a result the patient experienced pain and a loss of clinical benefit with device use. Explant and re-implantation is planned but has not taken place as of the date of this report.